Event description:
Per information provided by patient¿s attorney and review of patient medical records: (B)(6)2015 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1) on (B)(6)2015. Per operative notes, ¿the hernia sac was dissected free of the surrounding structures and reduced. A perfix plug (device #1) was placed and secured with sutures. The floor was reinforced using the onlay patch.¿ (B)(6)2017 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿the hernia sac was dissected free of the surrounding structures and reduced. A perfix plug (device #2) was placed and secured with sutures. The floor was reinforced using the onlay patch.¿ (B)(6)2018 - patient was diagnosed with right inguinal hernia, neuralgia thereby underwent open repair with the implant of perfix plug (device #3), lysis of adhesion and explant of perfix plug (device #1). Per operative notes, ¿old mesh (device #1) was encountered, significant contraction of the mesh was noted. Deeper scar tissue appeared ilioinguinal nerve and this was divided laterally. The patch and the plug (device #1) adjacent to the cord was removed. A sheet of mesh (device #3) had placed over the floor around the cord and sutured.¿ (B)(6)2018 - patient was diagnosed with right inguinal hernia thereby underwent robotic assisted laparoscopic repair with the implant of 3dmax light mesh (device #4). Per operative notes, ¿laparoscopic lysis of adhesion was performed. The direct hernia was noted, preperitoneal space was completely freed. A 3dmax light mesh (device #4) was placed at copper¿s ligament and sutured.¿ attorney alleges that the patient had mesh migration, mesh shrinkage, nerve damage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 8 months post implant of perfix plug, patient was diagnosed with hernia recurrence, adhesions thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence, adhesions as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-feb-2017) is considered to be a best estimate. This emdr represents the bard/davol perfix plug (device #3). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.